Event description:
It was reported when using the unspecified bd wingset slbcs 23x.75 7luer, the device experienced safety shield failure resulting in a needle stick injury post use. The safety shield failure ¿ e.g. Shield breaks off from needle occurred: x2. Needlestick injury-post use occurred: x1. The following information was provided by the initial reporter. The customer stated: "employee rn was obtaining bloodwork on a patient in the tan zone exam room. After collection, she was pushing the safety shield to cap the needle as per protocol, when the safety shield broke off causing her thumb to be punctured by the used needle. She said that this was the 2nd needle where the safety shield fell off, the 1st needle she attempted to use the safety shield fell off before she used it. Employee reported to house supervisor and instructed to call the employee injury hotline." Customer reported that the safety shield broke off while phlebotomist is using the product wingset slbcs 23x.75 7luer, resulted in needlestick injury to the phlebotomist.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 90 retention samples (30 from each possible lot number) from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the unspecified bd wingset slbcs 23x.75 7luer, the device experienced safety shield failure resulting in a needle stick injury post use. The safety shield failure ¿ e.g. Shield breaks off from needle occurred: x2. Needlestick injury-post use occurred: x1. The following information was provided by the initial reporter. The customer stated: "employee rn was obtaining bloodwork on a patient in the tan zone exam room. After collection, she was pushing the safety shield to cap the needle as per protocol, when the safety shield broke off causing her thumb to be punctured by the used needle. She said that this was the 2nd needle where the safety shield fell off, the 1st needle she attempted to use the safety shield fell off before she used it. Employee reported to house supervisor and instructed to call the employee injury hotline." Customer reported that the safety shield broke off while phlebotomist is using the product wingset slbcs 23x.75 7luer, resulted in needlestick injury to the phlebotomist.

Event description:
It was reported when using the unspecified bd wingset slbcs 23x.75 7luer, the device experienced safety shield failure resulting in a needle stick injury post use. The safety shield failure ¿ e.g. Shield breaks off from needle occurred: x2. Needlestick injury-post use occurred: x1. The following information was provided by the initial reporter. The customer stated: "employee rn was obtaining bloodwork on a patient in the tan zone exam room. After collection, she was pushing the safety shield to cap the needle as per protocol, when the safety shield broke off causing her thumb to be punctured by the used needle. She said that this was the 2nd needle where the safety shield fell off, the 1st needle she attempted to use the safety shield fell off before she used it. Employee reported to house supervisor and instructed to call the employee injury hotline.". Customer reported that the safety shield broke off while phlebotomist is using the product wingset slbcs 23x.75 7luer, resulted in needlestick injury to the phlebotomist.

Manufacturer narrative:
Additional information has been provided. The following changes have been made below. B.5. Describe event or problem :it was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure resulting in a needle stick injury post use. D2: medical device type: fmi. D2: common device name: hypodermic single lumen needle. D.3 medical device manufacturer: becton, dickinson & co., (bd). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2027243. D.4. Medical device expiration date: 2024-12-31. H.4. Device manufacture date: 2022-01-27. D.4. Medical device lot #: 0358842. D.4. Medical device expiration date: 2025-12-25 . H.4. Device manufacture date: 2020-12-24. D.4. Medical device lot #:0107524. D.4. Medical device expiration date: 2025-04-30. H.4. Device manufacture date: 2020-04-17. D.4. Medical device catalog #: 368608. D.4. Unique identifier (UDI) #:(B)(4). G.1. Manufacturing location: becton, dickinson & co., (bd). G.4. Date received by manufacturer: 2022-09-29. G.5. PMA / 510(k) #: k982541. G.7. Type of report (manufacturers): follow-up 1.